Manufacturer narrative:
D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient presented to the routine 45 day follow up transesophageal echocardiography and it was noted to have an atrial facing thrombus on the closure device. Dual antiplatelet therapy (dapt) was discontinued and was ordered to resume anticoagulation medication (eliquis).

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient presented to the routine 45 day follow up transesophageal echocardiography and it was noted to have an atrial facing thrombus on the closure device. Dual antiplatelet therapy (dapt) was discontinued and was ordered to resume anticoagulation medication (eliquis). It was further reported that the patient was on clopidogrel and aspirin leading up to the device related thrombus. The thrombus was immobile and laminar in nature. The patient also had basal cell carcinoma.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. B7: other relevant history: updated with additional information received.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received d4: model number, catalog number, expiration date, serial number, gtin, unique identifier (UDI) #: updated with additional information received.

Event description:
Reported via clinical study . It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient presented to the routine 45 day follow up transesophageal echocardiography and it was noted to have an atrial facing thrombus on the closure device. Dual antiplatelet therapy (dapt) was discontinued and was ordered to resume anticoagulation medication (eliquis). It was further reported that the patient was on clopidogrel and aspirin leading up to the device related thrombus. The thrombus was immobile and laminar in nature. The patient also had basal cell carcinoma. It was further reported that it was a 35mm watchman flx pro laa closure device & delivery system (wds) that was successfully implanted.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received d6a: implant date updated.

Event description:
Reported via clinical study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient presented to the routine 45 day follow up transesophageal echocardiography and it was noted to have an atrial facing thrombus on the closure device. Dual antiplatelet therapy (dapt) was discontinued and was ordered to resume anticoagulation medication (eliquis). It was further reported that the patient was on clopidogrel and aspirin leading up to the device related thrombus. The thrombus was immobile and laminar in nature. The patient also had basal cell carcinoma. It was further reported that it was a 35mm watchman flx pro laa closure device & delivery system (wds) that was successfully implanted. It was further reported that the implant date was on (B)(6) 2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code added.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient presented to the routine 45 day follow up transesophageal echocardiography and it was noted to have an atrial facing thrombus on the closure device. Dual antiplatelet therapy (dapt) was discontinued and was ordered to resume anticoagulation medication (eliquis). It was further reported that the patient was on clopidogrel and aspirin leading up to the device related thrombus. The thrombus was immobile and laminar in nature. The patient also had basal cell carcinoma. It was further reported that it was a 35mm watchman flx pro laa closure device & delivery system (wds) that was successfully implanted. It was further reported that the implant date was on (B)(6) 2025. It was further reported that a transesophageal echocardiography (tee) was performed on (B)(6) 2025 and the outcome of the event was resolved.